Event description:
It was reported that the device was infected and the surrounding area was swollen. The patient was transferred to a different facility for system explant. No further information was reported.